Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 646509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia. Concomitant products included levonorgestrel (mirena) (B)(6) 2016 to 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced rash ("skin rashes"), 7 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), migraine ("migraine/headaches"), allergy to metals ("nickel-allergy diagnosis post essure"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and headache ("headache"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and migraine had resolved, the menorrhagia, hypersensitivity, fatigue, allergy to metals, vaginal haemorrhage and rash outcome was unknown and the headache was resolving. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: essure coils introduced into fallopian tubes. 3 coils on right and 2 coils on left. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, fatigue, migraine headaches, hypersensitivity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia. Concomitant products included levonorgestrel (mirena)(B)(6) 2016 to 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced rash ("skin rashes"), 7 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), migraine ("migraine/headaches"), allergy to metals ("nickel-allergy diagnosis post essure"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and headache ("headache"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and migraine had resolved, the menorrhagia, hypersensitivity, fatigue, allergy to metals, vaginal haemorrhage and rash outcome was unknown and the headache was resolving. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: essure coils introduced into fallopian tubes. 3 coils on right and 2 coils on left. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, fatigue, migraine headaches, hypersensitivity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test(s) (unspecified) result: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, pelvic pain, dysmenorrhea, migraines, vaginal bleeding, dermatitis allergic, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint.~ most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet received. Following events ¿abnormal bleeding (vaginal),headache and skin rashes was added. This case is medically confirmed. Reporter, demographics, medical history, lab data (updated), essure removal date, concomitant medication were added¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 646509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia. Concomitant products included levonorgestrel (mirena) (B)(6) 2016 to 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced rash ("skin rashes"), 7 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), migraine ("migraine/headaches"), allergy to metals ("nickel-allergy diagnosis post essure"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and headache ("headache"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and migraine had resolved, the menorrhagia, hypersensitivity, fatigue, allergy to metals, vaginal haemorrhage and rash outcome was unknown and the headache was resolving. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: essure coils introduced into fallopian tubes. 3 coils on right and 2 coils on left. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, fatigue, migraine headaches, hypersensitivity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: pfs received: lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and allergy to metals ("nickel-diag post essure"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, hypersensitivity, fatigue, migraine, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, fatigue, migraine headaches, hypersensitivity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint.~ most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporter information, patient demography, lab data was added. Previously added event "injury" was replaced with events " pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia(heavy menstrual bleeding), hypersensitivity nickel diag post essure, fatigue migraines, headaches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.